Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was out of range impedances on electrode 7 of the patient's lead. The rep programmed around the electrode to give adequate coverage and the issue was considered resolved as no further action was being taken at this time. No patient complications were reported.